Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered two inappropriate shocks due to atrial fibrillation (af). Currently, this product remains in service and no additional adverse patient effects were reported.